Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2009, inratio: 5.4, lab: 3.4. Nurse had very limited info on the pt. The time between test and lab draw unk. Pt's normal range or history not known.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2009; inratio meter: 5.4 inr; reference: 3.4 inr; mean: 4.40; confidence-limits: 2.5-6.5. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter and strips were not expected to be returned. Accuracy retain strip test record from a previous complaint indicated strip deficiency was not established. As of 01/07/2010, 12 discrepant results complaints were reported for lot #220408 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.